Event description:
Related manufacturer report number: manufacturing #2017865-2023-37574 during an in-clinic follow-up, a capturing issue, low impedance and r-wave amplitude issues were detected on the device. Technical support was contacted to resolve the event, however no known intervention has been performed at this time. The patient was stable and will continue to be monitored.